Event description:
It was reported that "during the establishment of intravenous access for the patient using a central venous catheter, the guidewire was found to be bent during the puncture procedure. A new central venous catheter was replaced immediately." After confirmation with the customer, there was no patient medical intervention, injury, harm, or adverse health consequences. The patient's current condition was reported as "fine".

Manufacturer narrative:
(B)(4).